Manufacturer narrative:
H.6. Investigation: samples /photos were returned for investigation. After visual inspection, a large quantity were found to have varying degrees of skewed scale with missing print. Device history record review for batch #8303571 was reviewed. Batch #8303571 consists of 2 marking/assembly batches: 8287867 and 8287868 (p/n 8000314). Batch #8287867 was manufactured 07-nov-2018 ¿ 09-nov-2018 (0600). No issues were recorded during the manufacture of this batch. Batch #8287868 was manufactured 09-nov-2018 (0600) ¿ 11-nov-2018. Missing print was recorded 2 times during the manufacture of this batch. Missing print was found at assembly during the hourly check; adjustment was recorded. Product was requalified per aql: no defects were found, therefore the product was accepted root cause of the problem: a combination of personnel, process, and equipment can be identified as an assignable root cause.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had missing measuring marks and or are mislabeled. This occurred on 6 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had missing measuring marks and or are mislabeled. This occurred on 6 separate occasions but the date/time and or patient information is unknown.